Manufacturer narrative:
(B)(4). The unique device identifier (UDI), expiration date and date of manufacture are reported as unknown because it could not be confirmed which of two clips experienced the slda; therefore, the information is reported as follows: lot: 61212u176, UDI number: (B)(4), date of manufacture: 12/12/2016, expiration date: 12/12/2017. Lot: 61108u173, UDI number:(B)(4), date of manufacture: 11/08/2016, expiration date: 11/08/2017. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from these lots. The reported patient effects of dyspnea and worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology and likely due to the prolapsed posterior leaflet. Worsening mr appears to be a result of procedural conditions and likely due to the slda and dyspnea was likely a symptom/secondary effect of the increased mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
It was reported that on (B)(6) 2017, the patient with degenerative mitral regurgitation (mr) underwent a mitraclip procedure. It was noted that there was a posterior leaflet prolapse and the mitral valve was large. Two clips were implanted and the mr was reduced from grade 4 to grade 2-3. On (B)(6) 2017, the patient was re-hospitalized due to dyspnea and it was noted that the mitral regurgitation had increased to grade 4 and the lateral clip had detached from the posterior leaflet, remaining attached to the anterior leaflet. No additional intervention has been performed. No additional information was provided.